Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient presented with a disassociated fem head. Upon review of the xrays, the surgeon determined that there was severe trunionosis. Revision surgery was performed. The head and stem were removed. We were able to implant a new accolade ii stem and biolox head.